Event description:
A remstar auto device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the third-party service center found blower foam degradation and visible foam particles inside the blower kit. In addition, the service center found contamination from dust and the device displayed error codes e084 (e-84: err_flow_sensor_occluded_stop), e085 (e-85: err_flow_sensor_occluded_log), e053 (e-53: err_comp_log_sem_timeout). The device was scrapped by the service center after the evaluation was completed.